Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: after the detector being implanted, the value in the icp varied from 18 mmhg to 70mmhg, then jumped to 80 mmhg after several seconds. Changed another cable and generator but still failed. The surgeon had to remove it and complete the procedure using another product. No adverse event occurred.

Manufacturer narrative:
The supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: severe kink in catheter material 4.2cm from sensor case. The sensor passed electronic, noise, linearity/hysteresis and signal drift tests. Based on the above evaluation, supplier was unable to confirm the complaint. No corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.